Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that it does not properly mesh the event timing was during kit inspection and there is no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional event information available.

Manufacturer narrative:
This incident was recorded under: (B)(4). Review of the most recent repair record determined the device passed the test mesh during device evaluation. The cutter and roller failed visual inspection. The cutter, roller, and side plates were replaced. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.